Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Information references the main component of the system. Other relevant device(s) are: product ID: 9735786, serial/lot #: unknown, ubd, UDI#. The manufacturer representative went to the site to test the navigation system. The computer failed to boot-up. The computer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the computer fails to boot up. The next step was to replace the computer. No patient was present at the time of the event. Additional information was received stating that during troubleshooting there were many attempts to reboot the system. But the computer wasn¿t able to boot.